Event description:
A hosp reported that a pt had been mistreating herself based on readings obtained on her free style meter in the incorrect unit of measure. The pt bought the meter in 2005 and says that it was set in mg/dl from the start. When testing she assumed that a reading of 209 mg/dl meant 20.9 mmol/l and medicated accordingly. The pt suffered hypoglycemia at home before her family realized the meter was set to the wrong unit of measure.